Event description:
The clinic reported that a laser vision correction patient had a lift flap enhancement in both eyes on (B)(6) 2007. The patient was returned to the clinic for a lift flap removal of an epithelial ingrowth in the right eye on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The clinic is reporting the patient outcome only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted.